Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a frayed cable and further noted that the upper case lens was broken. The head needed both its cable and upper case replaced. It was to be sent on for repair and restock. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had a frayed cord. The head was returned for service. No patient complications have been reported as a result of this event.